Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During the technical evaluation, no foreign material was found in the connecting tube as initially observed during the return inspection. It was uncovered that the suction, air, and water cylinder had no color. It was also observed that the plug unit had water marks. It was observed that the circuit board in the scope connector was dirty due to water leakage. It was also observed that the image has a partially dark area due to a chip on the objective lens. It was observed that the angle was low. It was also observed that the plastic distal end cover had a scratch. It was observed that the adhesive around the lenses had discoloration. It was also observed that the adhesive on the bending section cover had a crack. It was observed that the universal cord had buckling. Lastly, it was observed that the connecting tube had a cut. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera iii gastrointestinal videoscope to the service center. During a standard initial inspection and estimation of the returned device, foreign objects were inside of the connecting tube which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.